Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 and (B)(6) 2017 due to hypoglycemia for both events. The customer experienced symptoms such as nausea, vomiting, talking gibberish, super strength, and loss of consciousness. Blood glucose at the time of the admission was unknown because he does not remember. The customer was treated with glucose tablets. The customer was wearing the insulin pump during the hospitalization. Customer does not think it's the pumps fault. Troubleshooting was declined. The insulin pump will not be returned for analysis.